Event description:
A customer reported an issue with the pump battery not charging. It was unclear whether the charging issue impacted the customer's blood glucose level, as the customer did not provide this information. The customer initially attempted to charge the pump using a tandem charging cable and a wall outlet, but these efforts were unsuccessful. Following guidance from the support team, the customer tried using a different wall adapter, which successfully resolved the problem, and the pump began charging. No further assistance was necessary.